Manufacturer narrative:
On 31-mar-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 25-apr-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the breast implant had deflated. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were observed on the shell or valve during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast reconstruction procedure with a mentor smooth round moderate plus profile 425cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s right breast prosthesis was reported. It was reported that there may have been a leaky valve on the device. As a result, the patient underwent explantation and replacement with a mentor smooth round moderate plus profile 425cc saline breast prosthesis on (B)(6) 2021.